Event description:
A renegade hi flo catheter was used for a therapeutic right hepatic artery procedure. At an unknown point during the procedure, the shaft of the catheter was broken. No additional information is available.